Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, there was corrosion to the battery board contacts, and the q1 transistor and u13 8-bit cmos flash micro-controller were shorted. The cause of the inability to charge the batteries is the corroded battery board and shorted q1 transistor and u13 micro-controller components. The root cause of the corrosion and shorted components cannot be positively identified. No adverse event resulted from the damaged components and board. The patient received a replacement charger/modem.

Event description:
A (B)(6) male patient contacted zoll customer support to report a battery charger problem. The patient was issued a replacement charger/modem.